Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right ventricular (rv) lead and an implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing and showed what appears to be over sensed electromagnetic interference (emi) of non-physiologic origin, without suspect of a lead issue. The patient also get alerts of low r wave amplitude. According to the field representative, a defibrillation threshold (dft) test was completed as the pacing threshold had increased. The dft was successful, and the system remains in service. No additional adverse patient effects were reported.